Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/21/2015 with the following findings: there were call service 54 alarms observed in the pump's black box data on the date of the complaint. The pump was exercised for 24 hours with no alarms duplicated. There was a battery compartment crack on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal.